Event description:
Caller reported a cgm error identified as error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.